Event description:
Healthcare professional reported "rupture". This record is for the left side. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 2343387: (B)(6): e020201 anxiety. Device returned to device analysis. 1240525: rupture. Device returned to device analysis. 2440760: rupture. Device returned to device analysis. Even though there were 2 additional complaints of a0412 - material rupture for this lot number, the devices were returned, and after inspection no workmanship were detected. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 (v6.0) the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 - material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: the device related to the reported event of rupture and capsular contracture was received on august 20, 2025, with lot number 2343387. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later reported "rupture and capsular contracture baker grade iii" diagnosed via ultrasound. Device has been explanted and replaced with another manufacturer's device.